Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/27/2015 with the following findings: the black box data from date of the alleged issue has been overwritten due to continued use of the pump. Current black box and alarm history data showed no evidence of short battery life. There was a battery compartment crack observed below the grip pad. The pump's current draws were within specifications. A battery life issue was not duplicated during investigation. Unrelated to the initial allegation, the display screen was dim and discolored.